Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2013, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected potassium result of >9 on a (B)(6) old male patient. There was no additional patient information available at the time of this report. Date draw-time test-time k result method sample(B)(6) 2013 unk 11:38 2.5 cobas a(B)(6) 2013 unk 18:45 >9.0 I-stat b(B)(6) 2013 unk 18:57 3.0 I-stat c there were no injuries reported with this event. . The customer states that the sample was drawn from an arm using a butterfly & syringe. Based on the information available, sample handling technique and the use of a butterfly are suspect and the potential cause for the discrepant result. The investigation is underway.